Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum, the needle became blocked. Multiple needles were used. Customer resolved the issue by change the syringe needle. Customer's blood glucose was not impacted.